Event description:
The device was placed in 1997 to treat venous thrombosis. Pt presented week of 2/14/2000, with abdominal pain. An abdominal CT demonstrated one leg of the filter had perforated through the inferior vena cava wall into the bowel and another leg also perforated the inferior vena cava wall and is now resting against the abdominal aorta. The current plan of treatment is to use an endoscope to try and cut the end off the leg in the bowel, which may cause the leg to pull away out of the bowel wall. There are no plans at this time to do anything with the other stent leg.